Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05317, it was reported that during a lead revision procedure on (B)(6) 2023, [related manufacturer reference number:3006705815-2023-05316, and related manufacturer reference number: 3006705815-2023-05331]. The patient experienced a csf leak. As a result a blood patch was performed to address the issue.